Manufacturer narrative:
Reboot performed; power supply replacement pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry reset twice during clinical use; system restarted on a allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.